Event description:
New information received noted that the sensing issue was attributed to patient anatomy.

Manufacturer narrative:
The reported event of capture problem was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that physician was unable to find a location with good sensing and capture threshold measurements for a right ventricular leadless pacemaker initial implant. They were unable to reach the septum for safe placement of the device. The implant case was abandoned. Patient had no consequences as a result of the event.

Manufacturer narrative:
The reported event of capture problem was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Visual inspection noted outer helix length was within specifications. Further analysis performed, including output verification, which showed normal device characteristics without any anomalies contributing to reported event of capture problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.